Event description:
A user facility reported the lma would not remain inflated while it was being used in a pt. There was no pt injury or problems. The user facility stated it will not be returning the device for eval.